Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive was selected for use. It has been mentioned that as the physician was loading the dilator on the wire, a significant fray of the insulation away from the main body of the wire was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it disposed.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of coating issue was confirmed based on the media provided, which shows evidence of the insulation of the rf wire being damaged. The cause code of 'failure to follow instructions', since the instruction for use of the device warns the user to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, a versacross connect access solution for faradrive was selected for use. It has been mentioned that as the physician was loading the dilator on the wire, a significant fray of the insulation away from the main body of the wire was noted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it disposed.